Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation due to a dislodgement of the left ventricular lead. The lead also was unable to capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.